Manufacturer narrative:
(B)(4).

Event description:
Received info, the physician opened a sterile package during surgery and noticed the tip of the lead was curved. The guiding wire was removed and checked, but it was the lead itself that was the problem. Another lead was used and implanted. No injury was reported.